Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. Field service engineer (fse) was able to confirm the customer's complaint. Customer reported replacing the vga pcg corrected the problem. Unit has been returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported screen is dim. No patient or user harm was reported.